Event description:
A customer reported during a bedside bronchoscopy, using a glidescope core 2m quickconnect cable, the display on the connected glidescope core 15-inch fhd monitor went black and then had green and pink lines across the screen. The light stayed on at the end of the bflex2 single-use bronchoscope. The users unplugged the bronchoscope and it resumed normal function. It was also reported that the cable was broken at the connection point. No delay in procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope core 2m quickconnect (qc) cable used during the procedure was returned to verathon for evaluation along with the customer's glidescope core 15-inch fhd monitor, glidescope core smart cable, and bflex2 single-use bronchoscope. A verathon technical service representative (tsr) evaluated the returned devices and was able to confirm the reported image issue. Upon visual inspection, the tsr identified the qc cable connector was broken and a piece wedged in the connector preventing connection with the bronchoscope. The customer's qc cable failed verathon's device functionality testing. The tsr evaluated all other returned devices and did not identify any further issues, therefore isolating the issue to only the qc cable. Upon completion of verathon's device evaluation, a replacement qc cable was provided to the customer along with returning their monitor and smart cable. The bronchoscope was scrapped due to being a single-use device. The glidescope core operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Corrective action is not required at this time. Verathon will continue to monitor for trends.